Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. Investigation summary received fifty (50) new mc33038 smallbore pressure infusion ext sets for inspection. The returned samples were visually examined. No defects or anomalies were found. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Although the complaint could not be replicated, the complaint can be confirmed based on the device and complaint information. The probable cause of the crack is due to a material issue on a vendor supplied part.

Event description:
A complaint was received regarding a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dtehp tubing that experienced breakage at the luer. The reporter confirming that the product had issues. There was unknown patient involvement and unknown adverse event. Update: (20-jun-2025) the issue was defective/broken around female luer.